Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was black and would not cycle the power supply at all. A field service engineer (fse) unplugged the bus cable from the comm sled to see if the issue was in the main and the switch was cycled, station booted up. Further the fse found a mark on the edge of the cable right where it passed down to the drawers. The copper wire was exposed and there was evidence of a short. Then the cable was replaced and the station powered on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating and screen was totally blank. The customer attempted troubleshooting by rebooting the station and unplug and plugin the power cable; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.